Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about an inch of air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The technical service representative (tsr) asked the patient if they checked for fibrin in the line, kink or twists, made sure the clamps were open and also the height of the catheter. The patient stated they checked and everything was fine. The patient stated that they ended up doing a manual exchange with treatment and that went fine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.